Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when device analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a product surveillance registry (psr) clinical study patient receiving therapy via an implantable pump. The pump contained saline. The indication for pump use was non-malignant pain. The patient experienced a loss of pain relief. The pump and catheter were explanted on (B)(6) 2016. The date of event is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional reported the pump contained dilaudid (hydromorphone) 1.0mg/ml for a total dose of 0.2500mg/day, clonidine 250.0mcg/ml for a total dose of 62.50mcg/day, bupivacaine 20mg/ml for a total dose of 5.000mg/day, and compound baclofen 500.0mcg/ml for a total dose of 124.99mcg/day. Clinical diagnosis was noted as intrathecal (it) medication side effe cts/intrathecal (it) medication side effects following personal therapy activations. Programming date from most recent refill prior to event was (B)(6) 2016. It was noted that compound baclofen was being used at time of event. Outcome was noted as unresolved at time of study exit/death/study closure. Interventions included pump reprogrammed on (B)(6) 2016, reprogrammed on (B)(6) 2016, reprogrammed on (B)(6) 2016, reprogrammed (B)(6) 2016, and reprogrammed on (B)(6) 2016 where device data was upload each time. The entire system was explanted/not replaced on (B)(6) 2016 and was returned to manufacturer. The patient reported upper and lower extremity numbness and tingling following previous refill on (B)(6) 2016. The patient continued to report side effects without pain relief despite multiple dose adjustments. They also reported constant headaches which healthcare professional (hcp) did not attribute to the pump. The patient reported nausea and altered mental status following ptm activations on (B)(6) 2016, and also reported personality changes and hallucinations on (B)(6) 2016. The patient's device was explanted the etiology of the event was noted as possibly related to the drug (dilaudid (hydromorphone), bupivacaine, clonidine, and baclofen), device or therapy and unlikely related to the implant procedure. The drugs action that caused the event was indicated as "other". The dilaudid (hydromorphone) was decreased, bupivacaine was decreased, clonidine was increased, and baclofen was decreased. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. Conclusion code and result code no longer apply.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient exited the study on (B)(6) 2016 as all enrolled manufacturer products were inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.